Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text 06/26/2019 19:36:32 (B)(4) related (B)(4) complaints text 06/26/2019 19:36:01 (B)(4) referenced report provided to medtronic by pos on 06/26/19 - forwarded to medtronic 24-hr technical support solution team. Start report. Mmt-723nal oow: 06/23/2019 malf: top of battery compartment is cracked on threading, random no delivery alarms sporadically complaint: scratches on screen 24hour: declined. End report. Action notes: documentation purposes only. Customer decline to ts with technical support. Closing request at this time.